Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did have a revision procedure on (B)(6) 2010, where the ins was replaced, the lead and two extensions were removed. On (B)(6)2010, the whole device system was removed due to infection. Patient outcome was not reported. Additional information has been requested and if received a follow up report wil be sent. Reference mf report # 3004209178201009641 for details regarding the system which was replaced.